Manufacturer narrative:
Concomitant medical products: c2tr01 crtp, implanted: (B)(6) 2014 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) epicardial lead exhibited loss of capture and high thresholds. The lv lead was capped. No patient complications have been reported as a result of this event.